Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit wouldn't stay on without cord during testing. No patient was involved.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. The problem was found to be corrosion on both the printed circuit board assembly and a component of the assembly; both were replaced and the unit then operated normally on battery power. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.